Event description:
It was reported that during an arthroscopy, the fast fix 360 t2 was stuck and could not be deployed, t1 was successfully removed using graspers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture (with t1 fractured off) returned off the insertion device, t2 was still in the channel, but pushed back under the retention sleeve, with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.